Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the sys error 105. The eval experienced the sys error 105 which was caused by a seizing motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed sys error 105. It was also reported that there was no pt involvement.